Event description:
It was reported that during a trochanteric fixation nail procedure, the surgeon was inserting the helical blade and it would not advance far enough. The surgeon backed it out, pre-drilled, and reinserted the blade with success. When the surgeon tried to insert the nail, she noticed that the internal locking mechanism was in the down position. After everything was implanted, the surgeon noticed a small broken metal fragment left over. There was not any harm to the patient. All parts are currently implanted and not available for return. This is report 2 of 2 for this event. This report is for the nail.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 2 of 2 for this complaint (B)(4).